Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during prep prior to use on the patient, the white plastic stem on the tunneler was allegedly found broken. There was no patient contact.

Manufacturer narrative:
Manufacturing review: this is the first complaint reported for this lot number. However, the DHR was requested to review manufacturing records. Based upon the severity level and lot quantity, the number of events is within the acceptable quality levels (aql). However, the DHR was requested to view manufacturing records. The lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable (adequate). Product labeling would not have prevented this issue. Investigation summary: one tunneler and one 19cm glidepath catheter were returned for evaluation. Gross visual and microscopic evaluations were performed. The investigation is confirmed for broken tunneler tip, as a broken tunneler tip was observed during sample evaluation. The break surfaces of the fragment and tunneler tip were smooth and uneven with protrusions on the break surface of the fragment. This is a known issue for glidepath tunnelers. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during prep prior to use on the patient, the white plastic stem on the tunneler was allegedly found broken. There was no patient contact.